Manufacturer narrative:
(B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Material no.: unknown batch no.: unknown. It was reported that 3 patients developed a rash on their abdomen postoperatively.